Event description:
The customer reported being hospitalized due to low blood glucose of 26mg/dl. Troubleshooting was performed. The customer was in a vehicle accident, and she was the driver. The caller stated that the battery went low, and she could not perform the troubleshooting. Advised the customer to disconnect from the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.